Manufacturer narrative:
(B)(4).

Event description:
It was reported that failure to capture was observed on the left ventricular lead. The lead was explanted and replaced. Patient is in good condition and all parameters are normal.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.